Event description:
The customer contact reported the delivery took longer than expected. At an unspecified time, line d of the device was programmed to deliver adenosine for a duration of 6 minutes. No further programming parameters were provided. The delivery reportedly took 10 minutes to complete. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.